Event description:
The foot section of the birthing bed would unlatch unintentionally, if the foot cushion was moved.

Manufacturer narrative:
The hill-rom svc tech indicated the foot section of the bed appeared to latch properly, but would unlatch if the foot cushion was moved. The foot cushion latches the deployed foot section in place, preventing the foot section from moving. The tech replaced the foot section to repair the bed.